Manufacturer narrative:
Age at time of event: 18 years or below. Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 7mm distal of the distal markerband and extending approximately 17mm proximately across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly tortuous and moderately calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during the first inflation at 20 atmospheres, the balloon ruptured. The device was completely removed and was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or below.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly tortuous and moderately calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during the first inflation at 20 atmospheres, the balloon ruptured. The device was completely removed and was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.